Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they have their stimulators on both sides, and are claiming that they are experiencing numbness on the left side. It was stated that this has been happening for several weeks and they are bothered a lot because of it. Additional information received from the patient on (B)(6) 2017 reported that the patient is feeling tingling like an electric shock which has occurred for weeks and caused discomfort which has been worsening in their left arm. A neurologist had made some changes with the right side at 3.70v and left side at 2.20v. A potential fall was noted to be related device which occurred 2 months prior to date notified. However, an x-ray was taken and everything looked ok. Follow up with the healthcare professional (hcp) is to be conducted. No further complications are anticipated. The patient's indication for implant is parkinsonian tremor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.